Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total thyroid procedure, the device was chirping, on the low setting it was making a funny noise. The surgeon was not getting the coagulation that he desired from the device. There was more bleeding than usual however the surgeon was not sure if it was due to the device. Bleeding was controlled with a bovie and suture. Clamp, cut and ties were used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).